Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer's blood glucose level was unknown at the time of incident. Customer stated the contacts on the battery cap are not missing or damaged. Customer stated that even when the battery was already changed with a fresh one the insulin pump did not turn on. The insulin pump will not be returned for analysis.